Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1 mg/ml at .5) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that a pocket fill occurred during the patient's pump refill. There were no external factors that contributed to the event as the patient had no falls and no other patient related issues. Diagnostics/troubleshooting performed included the healthcare provider (hcp) completing a rotor and dye study. They decided to replace the pump. The pump was explanted and replaced, and the issue was resolved. The explanted pump was discarded. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.